Manufacturer narrative:
(B)(4). Date manufactured: november 17, 2014 ¿ november 18, 2014. The device was received for evaluation. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Visual inspection noted the red coil cap had separated from the housing. The reported condition was verified. The cause of the condition could not be determined. A nonconformance has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume 5 ml/h infusor had the coil cap separated from the housing. This was identified when the nurse opened the package for filling. There was no patient involvement. No additional information is available.